Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-nov-2022 to 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the too close and simultaneous transaction within 10 seconds caused the issue. A technical support specialist found no errors in the logs and confirmed to users that the removal warning setup was 120 minutes. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that while using a bd pyxis¿ medstation¿ es, 2 nurses were able to pull out medication for 1 order from 2 stations for same patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the too close and simultaneous transaction within 10 seconds caused the issue. A technical support specialist found no errors in the logs and confirmed to users that the removal warning setup was 120 minutes. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system nurses able to pull out medication for 1 order from 2 stations for same patient. There were no adverse events or injuries reported based on this incident.